Event description:
Upon evaluating this model bed for another safety report, we found a human factor issue. If the bed is silenced for bed exit alarm, it can be misleading that the bed has rearmed the bed exit alarm when in fact it has not. The control panel may indicate that there is not a minimum weight to arm the alarm. If the enter key is pressed to clear that message the next message says "arming bed exit alarm."